Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found the optic and haptic torn with residue on the lens. Corrected data: initial MDR should also have stated: 'the lens was removed within the same surgery.' Injector system model: ftp, lot# unk should have been included in initial MDR. Device code 1494 should have been included in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that on (B)(6) 2019 the surgeon attempted to implant 13.2mm, vticm5_13.2, -8.5/2.0/108 (sphere/cylinder/axis), implantable collamer lens as a replacement lens to correct low vault but the lens got damage while injecting into the right eye (od). There was patient contact with no injury. On (B)(6) 2019 a lens of the same length was implanted successfully and the issue was resolved. Patient is happy. In the reporters opinion the cause of this event is unknown.